Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h.3., h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Brown particles observed on the device. Yellow particles observed on the device. Wear abrasion observed on the device.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV and concerns with the textured product implant exchange. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii/IV. And concerns with the textured product implant exchange. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b, d.9., h.3., h.6.

Event description:
The device has been explanted.